Event description:
A complaint concerning an ophthalmic surgery procedure performed by m.d. In 2004. The complaint alleges that during the surgery the patient reportedly sustained extensive eye injuries including severe blisters, swelling and corneal damage and alleges that amvisc was utilized in the surgery. Anika therapeutics first learned of this incident on june, 6, 2006.